Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the product was not returned for investigation, based on the reported information, it is likely that the patients anatomy, which was described as moderately tortuous and heavily calcified, contributed to the reported difficulty crossing. Difficulty retrieving the filtration element through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the recovery catheter is due to interaction with newly placed acculink stent. A review of the finished device lot history record did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and all samples met all manufacturing criteria. Overall, the reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that there was difficulty getting the emboshield nav6 to cross the target lesion in the tortuous and calcified left internal carotid artery. After predilating the lesion several times, the emboshield nav6 was able to cross and be deployed distal to the lesion. The acculink was inserted, deployed, and post-dilated in the lesion with no problem. The emboshield nav6 recovery catheter was inserted, but only made it to the distal edge of the acculink stent. The non-abbott sheath was advanced through the stent in order to get the recovery catheter past the stent and pull in the emboshield nav6 filtration element. The emboshield nav6 was then removed without further incident. There were no adverse patient effects reported. There was no additional information provided.